Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: tube is contaminated, crack on the on-off switch and missing the switch cap. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: on and off switch (green) was cracked and a missing switch cap. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the maintenance unit had an on and off switch that was broken, and when the broken and shattered pieces were removed, electrical components were exposed behind them. The issue was identified during reprocessing. There were no reports of patient involvement.